Manufacturer narrative:
Evaluation summary: one device was received for evaluation. This device has been used in the treatment or diagnosis of a patient. The returned sample met specification as received. A visual inspection of the generators exterior found no obvious issues. The reported condition was not confirmed. The investigation found the device to function normally and within specifications. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the procedure, the surgeon was doing a monopolar bladder resection and had the monopolar settings at 150 cut in pure and 60 in coagulation fulgurate. The nurse said when they were using the loop and was not getting any power. They fiddled with the cords and they still were not getting any power as they pressed the cut foot pedal. All of a sudden it surged and perforated the bladder. The nurse said it was a small perforation and would heal in a week. There was patient injury.